Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During incoming inspection by the foreign consignee, it was observed that the local display of the roller pump did not function. There were no adverse consequences to the pt as a result of this event.